Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The charge nurse confirmed that there were no further issues on the system after multiple cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that the camera was drifting. The tse observed that arm 3 was the camera arm and found no related errors in the logs. The tse requested more information, but the user was unable to accurately describe what was occurring. A system power cycle was recommended, but the user chose to continue without it. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the arm was drifting after the surgeon had moved the robot arm to the appropriate spot and it was moving away from her. The reporter was unsure if the surgeon removed her hands while her head was still in the viewer. The arm was kind of shaking/drifting away. The issue was persistent when the surgeon moved that specific arm. No interference was reported.